Event description:
It was reported that during a davinci si cholecystectomy procedure, the customer noted that the external shaft broke on the crocodile grasper single site instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube was found to be bent around the midpoint, pointing towards the right. Evidence not conclusive, but damage could be due to using excessive force inserting the tube in/out of cannula. Additional observation not reported by site was deep scratches with missing fragments in same location of where main tube was found to be bent. Damage at midpoint exhibited deep gouge marks with material peeled off the tube, about 0.3335 long. Engineering concluded that the damage was linked to the bent tube, scraping against cannula with excessive force. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The single site instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Insertion and removal of instruments use care when inserting single-site instruments into the cannula to avoid catching the tip on the seal or cannula bowl and bending the shaft excessively.